Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an unspecified surgical procedure it was observed that when using the 4k c-mnt scp,4.0,30,167,mitek scope device, it was observed that a streak of light appeared and disappeared depending on the reflection of the object. It was reported that the hospital pointed out the possibility of a tiny crack or something in lens of the scope. It was reported that this was a brand-new device. It was reported that the surgery was completed with no issues. There was no surgical delay and no harm to the patient. All available information has been disclosed. No further information is available.